Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2010. It was reported the patient cannot increase is stimulation amplitude. Diagnostic testing of the lead found all contacts were invalid. An x-ray was taken, however, as a result of the quality of the x-ray, the physician was unable to confirm any visual anomalies in the system. The patient is continuing to work closely with his physician to determine the next course of action.